Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to operate as intended throughout the evaluation. There were no flow discrepancies noted.

Manufacturer narrative:
The reported complaint was found during the replacement of a different flow sensor. As a result of the inaccuracy, the suspect device in this complaint was not used. The fsr observed that the flow reading was off by more than 10%. This complaint is related to (B)(4)/ medwatch #1828100-2020-00164.

Event description:
The field service representative (fsr) reported that upon receipt of the device, the flow sensor had inaccurate flow readings. There was no patient involvement.